Event description:
The customer reported that his blood glucose meter was exposed to water during a car accident while experiencing low blood glucose. The customer stated that the paramedics were called and treated him. The blood glucose reading was 70mg/dl, and he ate candy before the paramedics arrived to the scene. Troubleshooting was performed. The customer stated that often times he does not eat causing his low glucose. The customer stated that the insulin pump is functioning properly. The customer's recent glucose reading was 203mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.